Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during intraocular lens (iol) implant procedure, it was discovered that the intended intraocular lens selected for implantation was damaged. While the intraocular lens was being injected, the surgeon and scrub nurse observed that the trailing haptic was broken within the delivery system. It was also reported that the lens was removed and a new lens was successfully implanted. The cataract surgery was completed without complication and the patient was not adversely affected. Additional information has been requested but is not available at the time of this report.